Event description:
The user facility reported that their vividimage 4k surgical display was dropping signal. No report of injury.

Manufacturer narrative:
The vividimage 4k surgical display monitor was sent to steris for evaluation and the reported event was unable to be duplicated. Steris proactively replaced the monitor. No additional issues have been reported.